Event description:
Same case as MFR report # 2939204-2008-00640. It was reported that following a cerebral stenting treatment procedure, death occurred. The patient had presented with intermittent dysarthria and weakness and was admitted. Overnight the symptoms progressed to "locked in" syndrome. The patient was comatose, without gag and oculocephalic reflex and minimal corneal reflex. The patient was intubated. As a result of the progression of symptoms and mra results, emergent revascularization was performed despite the patient being "obviously" outside the standard 8 hour window. Prognosis was "extremely poor" if "nothing" was done. The target lesion was an area of acute thrombosis of a high grade stenosis in the basilar artery. Angioplasty was performed with a 2.5x15mm gateway pta balloon catheter at the vertebral-basilar junction that reestablished antegrade flow with 75% residual stenosis in the distal vertebral artery to the posterior-inferior cerebral artery. A 4.0x15mm maverick2 balloon catheter was used to treat the residual stenosis with "good flow" noted in the vertebrobasilar system in the left superior cerebral artery that was treated with 3mg of intra-arterial reopro. A wingspan stent system was implanted in the distal vertebral artery. The patient's condition was "critical" at the end of the procedure. Approximately one hour following the procedure, the patient's condition "worsened". A CT was performed that showed hemorrhage. The patient's pupils were fixed. Per a request from the patient's husband, the patient was made "cmo". The patient died later the same day. The official cause of death was stroke. The physician reported that the devices did not contribute the patient's death.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.